Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was being placed in an ambulance when the driver arrived to delivery supplies. Follow-up with the patient confirmed he contacted emergency medical services (ems) on (B)(6) 2024 due to extreme abdominal pain (treatment completed several hours prior). Once hospitalized, the patient was diagnosed with peritonitis and was treated with two intraperitoneal (ip) antibiotics (drugs, frequencies, durations not provided). The patient continued to undergo continuous cyclic peritoneal dialysis (ccpd) while hospitalized and was discharged home on (B)(6) 2024 in stable condition. Per the patient, the cause of the peritonitis is unknown; however, the patient reported he did not experience any fresenius product(s) and/or device(s) deficiencies and/or malfunctions. The patient is recovering and continues to undergo ccpd therapy utilizing the same liberty select cycler without issue.

Event description:
It was reported that a peritoneal dialysis (pd) patient was being placed in an ambulance when the driver arrived to delivery supplies. Follow-up with the patient confirmed he contacted emergency medical services (ems) on (B)(6) 2024 due to extreme abdominal pain (treatment completed several hours prior). Once hospitalized, the patient was diagnosed with peritonitis and was treated with two intraperitoneal (ip) antibiotics (drugs, frequencies, durations not provided). The patient continued to undergo continuous cyclic peritoneal dialysis (ccpd) while hospitalized and was discharged home on (B)(6) 2024 in stable condition. Per the patient, the cause of the peritonitis is unknown; however, the patient reported he did not experience any fresenius product(s) and/or device(s) deficiencies and/or malfunctions. The patient is recovering and continues to undergo ccpd therapy utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events peritonitis, characterized by extreme abdominal pain, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. However, the patient reported he did not experience any fresenius product(s) and/or device(s) deficiency and/or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.